Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging other settings issue. The reporter alleged meter's led is set off but led light still keeps on flashing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.